Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that moisture invaded from the cable cut part and the cable deteriorated, resulting in communication failure and the image was not displayed. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable and the failure of the camera head which was electrical short circuit/corrosion by water ingress. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.